Event description:
Forceps broke off in the patient's shoulder during use.

Manufacturer narrative:
(B)(4). In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. No instrument was received for evaluation. Since no sample was received, it was not possible to validate the deficiency or determine if further analysis was required. Although a sample was not received, a detailed review of the device history record, complaint history log, and reports of internal non-conformances was conducted. No non-conforming trends or significant reports of failures from this review were identified. A device history review was conducted with no trend present. No root cause could be determined due to lack of sample.